Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a unspecified procedure device breakage occurred. A malecot catheter had been advanced and at an unspecified time, the distal portion of the catheter broke off in the patient's stomach. A gastrostomy was performed. No additional patient complications were reported and the patient's status is stable